Manufacturer narrative:
This is not an implantable device. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient experienced endophthalmitis post procedure. Healon gv was the viscoelastic used. The date of surgery was (B)(6) 2017. At day two (2) post procedure the patient was seen in the physician¿s office and was 20/20. On friday(B)(6) 2017 the patient called the physician and reported a severe infection. The eye was inflamed, oozing puss, swollen, and had a pressure of 40. The physician sent the patient to a retina specialist and a vitrectomy was performed. The patient was given antibiotic injections. The patient had a retinal hemorrhage. The reporting physician noted that during the procedure the tech folded the intraocular lens (iol) with her gloved fingers. The iol used was a non amo lens. The healon gv product will not be returned as it has already been discarded. Follow up was conducted to obtain the current status of the patient however per the center contact it is unknown. The only additional information the contact provided was the gender and age of the patient and that he was treated with IV antibiotics.

Manufacturer narrative:
Catalog number in the initial report was populated with healon 0.85. However the correct catalog number is 10294801. Device evaluation the device was not returned to the manufacturer for evaluation. The reported issue was not confirmed. Retain samples underwent chemistry, microbiological and visual evaluation. Results were within specifications. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no complaints have been reported on this batch previously. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.